Manufacturer narrative:
The technician found the casters were worn due to age. He replaced the foot casters to repair the bed.

Event description:
Info received indicates when the brakes were engaged, the foot casters would continue to swivel.